Event description:
The customer contacted baxter's service center regarding a check lines and bags alarm, which occurred on the homechoice (hc) during use while the patient was connected. While the hc with refilling the heater bag, the home patient (hp) had replaced the heater bag with a new bag. Per the hp, the hc then displayed "stop set." The technical service representative (tsr) explained the alarm and helped the hp disconnect and remove the cassette. The hp would call his registered nurse to see if he should stay dry or do a manual exchange. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). The complaint was confirmed. The cause of the use error was undetermined. This report of use error was received with no alleged device malfunction therefore no further investigation will be performed.